Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure, when the introducer needle was punctured into a vessel and the introducer needle was connected to the syringe and used, air was allegedly aspirated from the hub of the introducer needle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one introducer needle was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported air/gas in device and identified fracture issues, as multiple cracks were noted throughout the introducer needle hub. Upon infusion of dye water, leaks from the hub were noted while water exited the distal end of the introducer needle. Aspiration was attempted and was successful, water was fully returned into the in-house syringe. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, when the introducer needle was punctured into a vessel and the introducer needle was connected to the syringe and used, air was allegedly aspirated from the hub of the introducer needle. There was no reported patient injury.